Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and found to have the error 307 indicates the pmsc on console 1. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The pmsc was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up with error 307, pmsc was not present gemini download application. Video branch (vbr) was failed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause in this case is attributed to the video branch (vbr).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced personality module surgeon console (pmsc) to resolve the issue. The system was verified and ready to use. Isi has received the pmsc for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that a non-recoverable error reoccurred shortly after powering up and reoccurred moments after each power up. The issue was reported after converting to laparoscopic surgery. System logs confirmed that communication errors were occurring when connecting the surgeon side console (ssc) 1. The technical support engineer (tse) recommended disconnecting the ssc 1 and powering up. The system powered up without errors and did not fault after being idle. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no patient injury. The surgical procedure was performed was laparoscopic hiatal hernia repair.